Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was removed due to erosion at the cuff site. Once the urethra had healed, a new aus was implanted. No further patient complications were reported.